Event description:
It was reported that an intraocular lens (iol) was explanted during a secondary surgical procedure due to anisocoria in the left eye. The issue was first observed during the post operational examination. The daily activities of the patient were not significantly affected. A replacement lens of different model and diopter (dcb00, 21.0 d) was used. No medical or other surgical interventions indicated. The patient has fully recovered. The device is not available for return. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between sep 29, 2021 and jun 1, 2022. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (device not available for return). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed and the product was manufactured and released according to specification. The search in complaint history revealed that three additional complaints for this production order number have been received; however, the complaint issues reported were not related and based on the completed investigations, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.